Event description:
It was reported that the patient¿s leads were being explanted. It was initially unknown why. MRI compatibility guidelines were reviewed. Follow-up determined that the patient had what was suspected to be a spinal headache. It had not improved despite 2 blood patches. The entire system was removed and the headache stopped. The reason was unclear. It was thought that no further studies were planned. It was noted that the patient had great relief of her usual pain with the stimulation. The plan was to reimplant the system in the future. No further follow-up was required as all known information was reported and the headaches had resolved following the explant. This event will be updated if new information becomes known.

Event description:
Additional information received reported that after the system was explanted the spinal headaches had resolved. The date of the explant was unknown. The patient was schedule to be re-implanted on 2015-(B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).